Manufacturer narrative:
H10: no action was provided by philips due to the customer not accepting service after a period of time. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6). E1 reporter/intuition phone: (B)(6).

Event description:
Philips received a complaint by the customer on the v200 indicating that there was a touchscreen malfunction. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Investigation is ongoing.